Event description:
It was reported that the ilet pump displayed an alert indicating consecutive motor stalls and could not be restarted, with the user also noting a grinding noise during meal dosing and being unable to proceed through a dry run, which is consistent with a failure to infuse and implicates the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device malfunction characterized by failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.